Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that four months thirty days post chronic catheter placement, the cuff was allegedly detached and remained inside the patient following the device catheter removal procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one8fr power hickman s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported cuff detachment issue, as the tissue cuff adhesive and cuff fibers were noted on the tissue cuff area of the catheter and tissue cuff was not returned for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that four months thirty days post chronic catheter placement, the cuff was allegedly detached and remained inside the patient following the device catheter removal procedure. There was no reported patient injury.